Event description:
The home patient (hp) contacted baxter's technical service center regarding a check lines and bags alarm which occurred on the homechoice during use during prime. The hp had tried to resolve the alarm on his own by replacing the supply bags and not the cassette. The baxter technical services representative had the hp end therapy and start over with new supplies. Baxter product surveillance contacted the hp on (B)(6) 2011. She stated that after starting over with new supplies, therapy went well. She stated that she had not informed her nurse about the use error, but that she would talk to her about it. She stated that she wished someone had told her about how only changing out some of the supplies was a contamination risk. There were no adverse effects reported in relation to this event, and therapy has been going well since. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of use error, failed to follow therapy steps was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The event was a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.